Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced and returned for investigation. Simulated use testing of the received oxygen gas module has reproduced the described customer issue with failure in internal leakage test during pre-use check. Evaluation of the received device logs confirms the reported problem. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the failure was caused by a pressure transducer inside the oxygen gas module.

Event description:
Manufacturer's ref #:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).